Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive approximately four times per week, with the user holding the button for several minutes before the device eventually activated; the user denied circulation issues in the fingers and was asked to capture a video of the behavior. Symptoms included no reported injury or physiological effects. Outcomes included no clinical impact, no alerts or alarms, and no hospitalization. Investigation included customer interview and request for user-provided evidence. Investigation of this case revealed an intermittent user interface responsiveness concern localized to the sleep/wake button; no device performance alarms were reported, and no additional device components were implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evidence.